Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review of the stored electrograms, it was noted that the patient received inappropriate high voltage therapy due to misdiagnosis of ventricular arrhythmia. The device was reprogrammed. The patient was stable during and after the programming changes were made.